Event description:
It was reported that patient underwent a hip arthroplasty procedure utilizing an acetabular cup inserter on (B)(6) 2014. During the procedure, the threaded tip of the inserter fractured inside the central hole of the acetabular cup. The acetabular cup was removed and a new inserter and another inserter were used to complete the procedure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the component sheared off at an angle however, the rest of the instrument was not returned in order to compare fracture lines.